Event description:
It was reported that the lead impedance increased from 2200 ohms to 4085 ohms the day after implant. The lead is still in use. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.